Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage on the electronic assembly. Also pump was received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had blank display after moisture exposure. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.